Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door winch was jammed and a cable guide was sheared. The sheared screws were removed, and the cable guides and door winch were replaced. The door switch operation was checked. The imaging system then passed the system checkout and was found to be fully functional. The door winch and cable guides have been returned to the manufacturer, however, analysis has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that while the site was opening the door it made a loud noise. The door was now in a half open half closed state and would not change. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable slides were returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The slides exhibited scuffs and scratches consistent with normal use. The condition did not interfere with use. The winch motor was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The winch motor was tested, and passed the motor isolation test. The function of the motor on the motion cart was tested, and found that the motion clockwise, counter clockwise, and brake functioned as normal. Visual inspection showed parts of the cable had been crushed and kinked from binding. If information is provided in the future, a supplemental report will be issued.